Manufacturer narrative:
The customer reported that the cns (central monitoring system) does not recognize the hard drive and will not boot. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The customer has been contacted and advised. Nihon kohden is currently waiting for a purchase order to make the necessary repairs. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) does not recognize the hard drive and will not boot.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) does not recognize the hard drive and will not boot. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The customer has been contacted and advised. Nihon kohden is currently waiting for a purchase order to make the necessary repairs. The unit was evaluated and the problem was duplicated. Replaced with a brand new hdd (s/n (B)(4) with cns (B)(4)) to resolve the issue. All steps in the maintenance check sheet of service manual were completed and the unit performed extended testing for 3 days with printer, recorder, and bedside monitors. The unit has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.